Manufacturer narrative:
The actual sample involved in the reported incident was not returned for evaluation. No additional information or photos were received therefore it was not possible to perform a comprehensive failure investigation. The available information was reviewed and did not confirm a root cause for the event, however procedures were reviewed in order to identify the possible causes for the condition of leak below strain relief. The following potential causes were identified as potential causes: operator mis-execution, unintentional customer misuse (over bending, excessive force, sharp objects), machine malfunction, inspection failed or not performed, defective material. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 12/12/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an umbilical vessel catheter. The customer reports that the uvc leaked blood where the hub and catheter meet after insertion. No medical intervention was required.